Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the issue and found that an error code was produced when the cable harness in the mast control panel or the electric supply of the processor board were moved. The error message was displayed on the system panel of the s5 system. A serial readout of the mast roller pump and cardioplegia pump was performed and was sent to sorin group deutschland for further investigation along with the control panel and mast roller pump. The returned pump was visually inspected and no issues were identified. The pump was tested extensively without issue and an nvmem readout did not identify any issues. All electrical and functional tests were performed successfully and all connections in the pump and panel were checked and had no issues. A subsequent 48 hour test run at various speeds and configurations was unable to reproduce the issue. The on/off-switch and the power cord of the mast control panel were replaced as a precaution and subsequent testing found no issues. A technical safety inspection was performed and the pump was returned to the customer. As the issue could not be reproduced, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A service history check also revealed no problems with the returned devices. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump stopped during a procedure. The pump was manually cranked until it could be changed out. There was not report of patient injury.